Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow report will be submitted after investigation.

Event description:
It was reported that: right femoral artery (rfa) stenosis. Percutanious transluminal angioplasty (pta) performed and non-covered stent delivered. Surgical cutdown performed later due to cold leg. Additional information on 15nov2022: during a tvar procedure, access was gained utilizing micropuncture and ultrasound guidance in the right common femoral artery. There were no issues advancing the procedural sheath. Protamine was administered intravenously prior to closure. An 18f manta was deployed for closure. Post procedure imaging showed rfa stenosis. Percutanious transluminal angioplasty (pta) performed and non-covered stent delivered. It was reported that, an unspecified length of time later, a surgical cutdown had to be performed due to cold leg.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain access. No issues were encountered delivering the sheath. Protamine was administered prior to the closure procedure. Following deployment, a post-angiogram verified right femoral artery stenosis. Balloon angioplasty was applied, and a non-covered stent was deployed. The patient developed a cold leg and the physician choose to do a surgical cut down. The root cause of the cold leg requiring surgical intervention cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, positioning of the manta as seen during surgical intervention, no angiograms or device return submitted for investigative purposes. Therefore, a root cause remains undeterminable. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.